Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's readings were consistent with signs of dampened waveforms. No additional information available at this time.

Event description:
Additional information received identified the sensor was recalibrated via right heart catheterization on (B)(6) 2019. As a result, the cm mean increased by 11 mmhg which resolved the dampened waveform. Patient was able to take valid readings.